Event description:
A renegade hi flo catheter was going to be used for therapeutic purposes. Before the procedure, the catheter broke apart while trying to remove device from package. Another device was used to complete the procedure.